Event description:
The customer alleges the green washer on the bulb component fell off/missing. The customer also alleges without the washer in place the handle is heating up. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.